Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy procedure, the patient experienced a minor bowel wall laceration. The issue occurred due to unexpected extensive bowel adhesions. The procedure started with a 12mm direct vision port at left palmers point entry followed by introducing the endoscope to allow entry of four 8mm da vinci ports, which were uncomplicated with no entry site issues. Omental adhesions were observed between the omentum and anterior abdominal wall while the left adnexa and loops of bowel/colon were observed adherent to the pubic anterior abdominal wall and plastered/morbidly adherent. Arm docking was uncomplicated. The surgeon started console operating with straight forward sharp dissection of omentum to release the abdominal wall adhesions to allow mobilization of the left adnexa. A 4mm laceration was observed during dissection of the bowel plastered to abdominal wall, which was to allow access to the ovarian cyst. The ovarian cyst was safely excised, and colorectal surgeons were called to help with further robotic dissection to allow extracorporeal repair. The bowel wall was repaired extracorporeally after undocking through a minor extension of the umbilical port incision with no need for a large laparotomy. There was no unexpected bleeding with blood loss less than 40 ml. The procedure was delayed roughly 50 minutes to allow repair and further dissection to mobilize bowel adhesions. The issue caused an extra 48-hr hospital-stay for observation and to ensure full recovery. The patient fully recovered within 72 hours and reported immediate relief of symptoms. The patient did not experience postoperative complications. There was no malfunction of the da vinci system, instruments, or accessories.